Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: the complaint states: ¿tkr: nepean hospital, 29/07/2019. Hospital has noticed in multiple occasions cement going off faster than normal. In once case, cement went off in 3 minutes and disposed of as could not be used. Another lot went off in 3.5 minutes. Email from customer: I?m getting complaints for on shelf stock of cmw2 bone cement going off in a short time. I have attached a sheet with the items with lot#?s for your information with the times they have gone off. Can you make an enquiry if there has been other similar complaints from this batch going off quickly please and advise if necessary. It is being stored in in 13/14 degrees and the rooms it?s being used in is cooler that our office. Please advise when you can.¿ the retained samples were tested in a temperature and humidity controlled laboratory. Mean dough time: 0min 37sec, mean setting time: 4min 56sec, end of working time: 3min 09sec, mix characteristics: dry, handling characteristics: soft. The reported failure was not repeated in the testing of the retained samples of this batch. The cement mixed and behaved as expected for the product type. The complaint description cannot be confirmed from the results of this testing. Root cause cannot be determined from the results of this testing. Dva-107020-fde rev 9 was reviewed, and this failure mode is included on lines 61, 62, 72, 73, 74, 75, and 177. In each case, the risk is considered ¿as low as possible¿ and cannot be further mitigated. See attachment ¿pc-000516294 extract from dva-107020-fde.pdf¿. The mixing and use of bone cement can be significantly affected by exposure to high or low temperatures up to 24 hours before use. The optimum temperature for bone cement is 23 degrees celsius as per the IFU. Conclusion and further action: a root cause cannot be determined as the complaint problem has not been possible to replicate with the testing of the retained sample. However, the conditioning and storage of the product, or the operating theatre temperature could have potentially aided the unusual behaviour mentioned. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot device history reviewed: 9023930 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. 2820 units released. Lot expiry date: 31 december 2021. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tkr: (B)(6) 2019. Hospital has noticed in multiple occasions cement going off faster than normal. In once case, cement went off in 3 minutes and disposed of as could not be used. Another lot went off in 3.5 minutes.